Event description:
The hosp reported that during the coronary artery bypass procedure, two seals did not deploy out of the delivery tube into the aorta. The reporter did not provide any additional info. No pt complications were reported by the hosp.